Manufacturer narrative:
This medwatch report is both an initial and final submission as the investigation has been completed. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and the root cause cannot be determined. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Consumer reported on voice message - has 1 pen needle, 8mm that clog on the flow check. Consumer has a medical condition hands shake. Dc. Lot#: 4128011, catalog: 8mm, 31g, short pen needles, date of event: 03.18.2025, sample status: awaiting sample.